Manufacturer narrative:
On (B)(6) 2015, the customer reported that while positioning the patient support utilizing the gantry control panels, the patient support would move only in the ¿up¿ direction when any button for motion was pressed, and the gantry control panel lights were flashing intermittently. There was no report of harm to a patient, operator, or bystander. The philips remote support engineer analyzed the bug report and found out the cause of this event to be stuck button errors on the left side of the system. The field service engineer (fse) attended the site to investigate the issue and found flashing lights on all of the gantry control panels. The fse disconnected the back left control panel and this restored the couch movement to normal operation; however, the tilt buttons were still flashing and error log reported button stuck. The fse disconnected the front left control panel which solved the tilting buttons flashing and cleared the error. The fse replaced both front and back left control panels. The fse tested the couch movement and checked error logs for further errors. No other problems were observed during testing. He also performed clinical test scans which were all good. The device was returned to full functionality. It was confirmed by the philips customer support team leader that the defective gantry panels were scrapped and not able to be returned for further evaluation. Based on the information provided, the probable cause of this event was due to a stuck button on the gantry control panel. CT engineering determined this to be an acceptable risk. If this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations apply: all systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. The system performs a test for stuck buttons during initialization. A collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. Motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. Resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. Instructions in the instructions for use to observe the patient during all movements of the patient support. Table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel. On (B)(4) 2015, the fse replaced both front and back left gantry control panels. Based on the information provided, the probable cause of this event was due to a stuck button on the gantry control panel.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that while positioning the patient support utilizing the gantry control panels, the patient support would move only in the "up" direction when any button for motion was pressed, and the gantry control panel lights were flashing intermittently. There was no report of harm to a patient, operator, or bystander. The customer called the philips help desk for assistance and a philips remote service engineer (rse) reviewed the bug report remotely. The rse identified numerous s_command_button_stuck_error errors and spoke with the field service engineer (fse) who reported that the back right and front left gantry control panels had been ordered during a prior service event, addressed by a subsequent complaint. The fse replaced the left back and front gantry control panels to resolve the issue.